Event description:
The facility reported a colleague infusion pump with inoperative "select" button of keypad at channel c. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with inoperative "select" button of channel c keypad was confirmed during product evaluation. This condition was caused by fluid intrusion. The keypad was replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was repaired, re-tested, and found to be performing as designed.